Event description:
The customer was hospitalized for dka. The customer was over treated for high and later customer was admitted in different hospital for low bgs. It was informed that bgs were not responding to bolus insulin. It was informed that the nurse had no humalog and tried to draw it out of the reservoir to give as an injection. The nurse dropped the reservoir. The nurse gave the customer regular insulin. The customer stated the amount nurse received was too excessive and customer did not want to take it. Three hours after injection the customer had a severe reaction and was taken to the hosp. Bgs were treated with glucose. The customer indicated that nurse did not follow the mmi rule. Troubleshooting was performed. The programming and histories on the pump were accurate.